Event description:
Customer's medwatch states "...the clave disconnected from the tubing and the IV was lost resulting in need to start new IV." No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.